Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Primary total knee. (B)(6). Surgeon did not feel locking mechanism engage while inserting size 5 by 9 mm ps poly.upon inspection, locking mechanism was visibly broken. Surgeon successfully implanted back up poly implant same size.

Event description:
Primary total knee. 50 yo female. Surgeon did not feel locking mechanism engage while inserting size 5 by 9 mm ps poly. Upon inspection, locking mechanism was visibly broken. Surgeon successfully implanted back up poly implant same size.